Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records identified that patient underwent an I&d post op due to a hematoma, and was placed on prophylactic measures. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034 - 2015 - 03711, 0001825034 - 2019 - 03545, 0001825034 - 2019 - 03546, 0001825034 - 2019 - 03547, 0001825034 - 2019 - 03548. Concomitant medical products: p/n 113631 lot 723680 (humeral stem), (01) 00880304462687 p/n 115370 lot 059230 (humeral tray), (01) 00880304543201 p/n xl-115366 lot 856240 (humeral bearing), (01)00880304475458 p/n 115323 lot 693530 (glenosphere), (01) 00880304475793 p/n 010000589 lot 234640 (glenoid baseplate), (01) 00880304532465 p/n 115396 lot 947670 (central screw) (01) 00880304677081, p/n 180552 lot 575560 (locking screw) (01) 00880304677159, p/n 180552 lot 715580 (locking screw) (01) 00880304677159, p/n 180554 lot 565860 (locking screw) (01) 00880304677173, p/n 180550 lot 748350 (locking screw) (01) 00880304677135. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient had an incision and drainage due to hematoma. No further information is available at the time of this reporting.